Event description:
Pt with primary osteoporosis and an acute vertebral compression facture at l2 was treated with balloon kyphoplasty in 2005. The pt reported an immediate decrease in pain. In 2005, she presented with increased back pain. Radiographs suggested that one of the two voids created in the vertrbral body was inadequately filled and that the bone cement in that void had shifted forward. The treating physician regarded the vertebral body as unstable and performed a vertebral corpectomy replacing the vertebral body with cage.